Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the coller heater was leaking water from the rear of the unit. The leak was 60ml per hour. The device was not changed out, the suspect unit was used for surgery and they were catching the water in a bucket. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.